Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 595 mg/dl at the time of the call. The customer stated that they called paramedics on (B)(6) 2015 at 8 am. Because of the high blood glucose. The customer was treated by the paramedics with a bolus. The customer was not hospitalized. The customer stated that their currently do not have any more issues with their insulin pump. No further information was provided.